Event description:
(B)(6) hospital was delivered to my father by (B)(6). My disabled father slept on it and his leg got caught between the mattress and the springs. His legs were scratched up and he was bleeding. (B)(6) home health ordered the bed for my dad. They have sent a nurse for over two weeks to check and bandage my dad's legs. When I spoke to (B)(6) they said they had hundreds of these beds and I'm afraid someone else will be injured. FDA safety report ID # (B)(4).